Event description:
It was reported that during an unknown procedure, the clips would not advance. According to the customer, the applier got stuck at the first use. No clip could be delivered. No more details could be provided by the customer concerning the details or the date of the issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.